Event description:
It was reported that customer has experienced issues with the device as it appeared it would not turn on green. The pico was applied immediately after surgery and the event was detected next day morning. It was tried to change the dressing but using same pump however again it did not work .

Manufacturer narrative:
A device history record review was carried out for lot number 1806, po: (B)(4). This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A complaint history review was carried out with one open complaint relating to functional failure for this part number. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.